Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that device alarmed inop and the screen went white. The device booted back up but staff took it out of service. No patient injury was reported.

Event description:
It was reported that device alarmed inop and the screen went white. The device booted back up but staff took it out of service. No patient injury was reported.

Manufacturer narrative:
The affected device was tested by dräger service and the log file was secured for analysis. The investigation of the log file confirmed an unexpected restart on (B)(6) 2025 at 15:02 system time. The entries indicate a temporarily frozen microprocessor located on the pba m48.3 as the cause for the restart. The printed circuit board assembly m48.3 is used as the central processing unit to control and monitor the device, and was replaced by the dräger service and send in for detailed examination. The pba was installed into an independent laboratory device and during an 8-week stress test no restart could be duplicated. Consequently, the root cause of the device restart could not be further clarified. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit (ecd) in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the inspiratory valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated secondary acoustic alarm (piezo speaker of the ventilation unit). Single restart sequence of the ventilation unit takes up to 8 seconds until evita v800 automatically resumes the ventilation with the latest settings. The restart sequence of the ecd may take up to a maximum of 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure in the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the secondary acoustic alarm ceases automatically. The device reacted as specified to a detected deviation and initiated a device restart. Ventilation was successfully recovered after the restart was completed. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.